Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump displayed an error message and the pump shut off with 75% battery life. Reportedly, after being connected to a power source, the pump beeped however, the pump remained unresponsive. The customer's blood glucose (bg) level was 409 (mg/dl) and a manual injection was administered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.